Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device displayed an e6 error. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run, the device displayed an e6 error code, the thermistor had shorted and corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.